Event description:
Additional information was received that the complaint was reported during use of the device for a cardiopulmonary bypass (cpb) procedure. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not verifiable. Multiple diligence attempts for part return were unsuccessful so an evaluation could not be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that the electronic patient gas system (epgs) had drifted off to 70%. As mitigation, the epgs was adjusted to compensate for the drift. No other details regarding the nature of this event were provided.

Event description:
Per clinical review: the manufacturer's clinical specialist spoke with the facility's perfusionist regarding an incident that took place during a cardiopulmonary bypass (cpb) procedure on (B)(6), 2020 with their electronic patient gas system (epgs). The perfusionist has moved on to a different position at a different hospital, therefore little information is available. According to the information available, the fraction of inspired oxygen (fio2) on the central control monitor (ccm) dropped on the measured value, and the perfusionist had to readjust the slider back up to the set rate. The oxygen (o2) sensor was exchanged shortly thereafter and there were no additional concerns. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss associated with the event.